Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. Reportedly, the incision failed to heal properly and ultimately the system required explant. A new system is intended for implanted post pregnancy: antibiotics have been administered. No further resulting adverse patient effects have been reported.